Event description:
It was reported during a procedure to stent the sfa, the stent failed to deploy. The delivery system was pulled out and another stent was deployed successfully in the patient. There was no patient injury reported.

Manufacturer narrative:
The sample has been returned; however, evaluation has not been completed. Based on the information available to date, the results of the investigation are inconclusive and the root cause is unk.